Event description:
Balloon inflation at 100 psi and the balloon had an unusual appearance. Balloon inflated to 200 psi and it ruptured. The patient safety report read: per dr. At 100psi there was an unusual predominance of filling in the posterior balloon. At 200psi the balloon ruptured and contrast extravasated everywhere. The balloon was removed and the case was completed. Patient is doing well. Manufacturer response for vertebral augmentation device, (brand not provided) (per site reporter): I spoke to customer service. She is contacting the regulatory dept for my questions and will send an IFU along with a shipping label.